Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient began duodopa therapy in (B)(6) 2020. Approximately in (B)(6) 2026 the patient underwent an unspecified gastro diagnostic test due to a suspected ileus back in (B)(6) 2026. The gastro imaging revealed an impaction of food content at the mid-jejunum near the distal end of the tube, taking on the appearance of the small bowel feces sign with the proximal appearance of pathological distension of the duodenum and proximal jejunum. It was reported that the patient underwent conservative management with good progress.